Event description:
It was observed during device evaluation, foreign objects were found in the colonovideoscope's air/water cylinder, air/water tube, the j tube. There was no patient involvement.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the issue. Based on the results of the investigation, the foreign object was likely residue of a silicon-containing product, such as simethicone. It is possible that the material remained in the channels even if the reprocessing was conducted in accordance with the IFU. Simethicone and other silicon-based lubricants are non-water soluble, and thus not recommended for use by olympus. Olympus will continue to monitor field performance for this device.